Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo_12.1; -11.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a longer length lens due to a low vault and the problem resolved. The cause of the event was unknown.

Manufacturer narrative:
(B)(4)